Event description:
Customer reported weak - 1+ reactions using ds700d1 with a bone marrow transplant patient that was found to be weak d negative by molecular testing. No death or serious injury was associated with this incident.